Event description:
It was reported by the customer that the past 3-4 times the cuff would not inflate while trying to insert trach. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(6). No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.